Event description:
The customer reported that while the iabp was in use on a pt, the iabp when generated a low battery alarm and subsequently shut down, while plugged in to ac power. It also sounded different. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep determined that the biomed had neither ensured that the mains power switch on the back of the pump was in the "on" position nor confirmed that the power cord was plugged in securely. Therefore, the root cause for the iabp shutdown was contributed to user error. The company rep also explained the iabp mechanism for the different sound that was observed in the event. The pump has been functioning properly and has been forwarded to the department for use. (B)(4).